Event description:
Patient implanted with a proximal femoral nail anti-rotation, blade, screw and end cap construct in (B)(6) 2011 for a left proximal femur fracture. The nail broke postoperatively at the hole of the nail and blade interface along with breakage of the distal locking bolt. A non-union was noted and x-rays were taken on an unknown date. Patient was revised. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.